Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery pack. The cause was isolated to contamination of the battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contaminated battery board. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger/modem was not recognizing his battery packs when inserted. The patient was issued a replacement battery charger/modem.